Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt236 infant dual-heated evaqua breathing circuit "did no heat up" during use. No patient consequence was reported. It was further reported that the hospital staff are setting up the breathing circuits in advance at their equipment holding area and storing the set-up devices for some time before being put in to use.

Manufacturer narrative:
(B)(4). Method: the complaint rt236 infant dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. It was electrical resistance tested using a multimeter. It was also performance tested for two days using a test mr850 respiratory humidifier. Results: the electrical resistance of both inspiratory and expiratory heater wires is within the required specification. The breathing circuit functioned as intended during performance check, and no alarm was observed. A lot check was not performed as lot information was not provided. Conclusion: no fault was found to the returned breathing circuit. It operated correctly during testing and no fault was detected with the heater wires. All breathing circuits are electrically tested during production and those that fail are rejected. As the subject rt236 infant breathing circuit would have passed the electrical test following production, the report from the hospital that it was not heating up is most likely due to loose connection as the hospital staff are setting up the breathing circuits in advance and storing the set-up devices for some time before being put in to use.